Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was retracted. Blood/body fluid noted in the helix housing and in the neck region. Cuts noted in the insulation. Electro-cautery damage noted in the insulation, surface only. The reported field observation of high pacing thresholds could not be confirmed by analysis. The lead passed electrical testing.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead exhibited high pacing thresholds. It was attempted to add some slack, but it was unsuccessful. The rv lead was explanted. No additional adverse patient effects were reported.